Event description:
The report was of a chest pain and coronary artery stenosis (not the target lesion). The pt was a male with a history of silent ischemia, lipid metabolism abnormality, and smoking. The target lesion was mid lad. The vessel was a de novo, eccentric, bifurcated and diffused, but was not a calcified or flexion lesion. The diameter of the vessel was 2.03mm and the lesion length was 45mm. Pre-procedure stenosis was 100%. Aha/acc classification of the vessel was a type c. The case was elective. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a balloon (2.75/20mm) at 19 atm. Inflation time was unk. First cypher (3.0/28mm) was implanted at 12 atm for 16 to approx 30 seconds at the target lesion. Second cypher (3.0/23mm) was implanted at 14 atm for 16 to approx 30 seconds at the proximal end of the first implanted cypher. Third cypher (3.0/13mm: complaint product) was implanted at 18 atm for 31 to approx 60 seconds at the proximal end of the second implanted cypher at the bifurcated area of the mid lad and a high lateral branch. The third cypher was implanted jailed at the ostial area of the high lateral branch. All 3 cyphers were implanted without a gap. Post-dilation was not conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual % of stenosis was 0%. Ivus was not conducted. The products were patent. Two years later, the pt complained of chest pain. Two months following the chest pain, cag was conducted and a de novo lesion at the ostial area of the high lateral branch was observed. There was 90% stenosis. The 3 cyphers were patent. There was no treatment. A month following the cag, the pt's symptoms had improved.

Manufacturer narrative:
The pt's medical history of silent ischemia, lipid metabolism abnormality, and smoking place him at increase risk mace. The pt underwent an elective percutaneous coronary intervention (pci) for an unk indication. Coronary angiogram (cag) revealed a type c total occlusion lesion in the mid left anterior descending (lad) described as de novo, eccentric, bifurcating, 2.03mm diameter and 45mm long. The cypher stent is indicated for discrete lesions, less than or equal to 30mm long, amenable to coronary stenting. The safety and effectiveness of the cypher stent has not been established in bifurcation lesions. Anticoagulant/antiplatelet regimen included the use of asa and ticlopidine pre, intra and post procedure. The use of intra-procedure heparin without monitoring of act's was indicated. In conclusion, coronary stenting has the potential to compromise side branch patency. Coronary stenting of ostial and/or bifurcating lesions is known to increase the risks to side branch patency. In addition, restenosis is a known potential adverse event post coronary stenting associated with the progression of cardiovascular disease. There are pt, vessel and procedural factors that may have contributed to the reported events. The products remain implanted thus unavailable for analysis. A device history record review of the involved lot revealed the product met quality requirements for product acceptance. There is no indication the events are design or manufacturing related. This product is distributed outside the united states. However, it is similar to the is distributed drug-eluting stents.